Event description:
The caller reported that the customer remembered there was a situation where the pilot balloon leaked on a tube. No other details were available.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device or the lot #.